Manufacturer narrative:
Correction: the device was explanted due to migration of the electrode array not extrusion as previously reported. This report is filed on october 21, 2016. Registration number 3009092818 and exemption number e2016011.

Manufacturer narrative:
This report is submitted on november 1, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. - attachment: [61584-device analysis report.pdf]

Manufacturer narrative:
This report is submitted on october 17, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: device not yet returned to manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to extrusion of the electrode array. The patient was reimplanted with a new device during the same surgery.